Event description:
Patient reported they visited their dentist due to two bottom teeth being sore. Their dentist did an examination and found that those teeth were loose and they should not wear the aligners until they healed. Requested mobility video from patient who replied that movement is very slight and they will provide x-rays when they receive them from the dentist. The dentist mentioned that those teeth have moved from the root. Advised patient to hold in aligner that fits comfortably and does not apply pressure to the teeth. Patient provided a typed out of dentist notes, x-rays and video. Requested the diagnostic findings and for them to get a boil and bite. Requested another mobility video.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.